Event description:
A cartridge change error was reported with the pump, and there was no adverse impact on the customer's blood glucose level. The customer was instructed to inspect and clean the pertinent areas of the pump and to attempt a new cartridge installation, but was unable to load it successfully. After escalated troubleshooting, it was decided that the pump would be replaced. The customer was provided instructions for returning the problematic pump and would receive a new one with updated software, ensuring no interruption in insulin delivery.